Event description:
According to the available information, a soprano wire came apart when the doctor tried to remove it from the patient. It was further clarified the wire came apart in the patient and he was not able to retrieve the part; therefore, the doctor had to leave it in the patient.